Event description:
3/4/24 12:13pm est called (B)(6) to speak with sean bonano, biomedical technician (bmt). He said that a granuflo dissolution tank had had smoke coming from the transfer valve during repair. A patient was not involved and there was no harm to any individuals because of this malfunction. It is unknown how many hours the machine has and the transfer valve was the original fresenius part on the machine. The biomed reported that there was no damage observed on any other components, or any other additional issues, associated with the smoke coming from the transfer valve. The bmt stated the machine is plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet. The biomed replaced the transfer valve, which resolved the issue. The unit was returned to service at the user facility without issue and without reoccurrence of the event. The transfer valve was discarded by the biomed and is not available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation and an on-site evaluation was not performed by a fresenius field service technician (fst). However, the manufacturer was able to determine a causal relationship between the objective evidence provided by the customer and the reported event. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The reported event has been confirmed.

Event description:
On (B)(6)2024 12:13pm est called (B)(6) to speak with (B)(4), biomedical technician (bmt). He said that a granuflo dissolution tank had smoke coming from the transfer valve during repair. A patient was not involved and there was no harm to any individuals because of this malfunction. It is unknown how many hours the machine has and the transfer valve was the original fresenius part on the machine. The biomed reported that there was no damage observed on any other components, or any other additional issues, associated with the smoke coming from the transfer valve. The bmt stated the machine is plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet. The biomed replaced the transfer valve, which resolved the issue. The unit was returned to service at the user facility without issue and without reoccurrence of the event. The transfer valve was discarded by the biomed and is not available to be returned to the manufacturer for physical evaluation.